Manufacturer narrative:
(B)(4). Usage of device: initial use of device.

Manufacturer narrative:
(B)(4). Batch # r59u2k. Device analysis: the analysis results found that the sdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic surgery for right colon cancer surgery, could not fire (could not ptop). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. After surgery, the customer tried to fire without tissue, the device could perform firing.